Event description:
It was reported to philips that the system would not boot up, stuck at boot up screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file showed error related to malfunctioning of flexvision pc. Upon troubleshooting, fse found that the flexvision pc was not communicating with the host pc at boot up, preventing the system from completing the system startup. To resolve the issue, fse reseated the network cables and rebooted the flexvision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.